Event description:
It was reported that the user experienced bleeding at the steel infusion site and recurrent occlusions after swimming, with occlusions resolving only after a full supply change; the user provided a lot number and uses an ilet system with a steel infusion set. Symptoms included hyperglycemia, with a highest reported blood glucose of 278 mg/dl. Outcomes included replacement supplies being shipped and completion of troubleshooting and education. Investigation included a review of user reports of infusion-site bleeding and occlusions associated with activity, confirmation that occlusions resolved after supply changes, and verification of product lot details. Investigation of this case revealed recurrent occlusions likely related to infusion site performance during swimming and subsequent site management, with bleeding at the insertion site noted. It was concluded, based on previously established findings for similar reports, that the cause was infusion site issues leading to occlusion and hyperglycemia, potentially exacerbated by swimming activity.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.